Event description:
Four months post-op the doctor discovered that the implant was broken. Removed the implant and replaced it.

Manufacturer narrative:
The device has not been returned for eval. It is difficult to remove a porp without causing further damage. The likely condition of the implant will make it difficult to examine if returned. No other similar complaints on file for this item.